Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft was implanted during the endovascular treatment of a 65mm aaa. It was noted that follow-up approximately 5 years post the index procedure showed no endoleaks. It was reported approximately 6 years post the index procedure the patient presented emergently with a rupture on the posterior wall of the aneurysm neck approximately 30mm down from the renal arteries. The physician explanted the endurant stent graft and placed a non-mdt tube graft. Per the physician the cause of the rupture is undetermined. No additional clinical sequalae were provided and the patient is fine.